Event description:
It was reported that after upgrading both the console and the software during a cori test saw bone lab/demo, the start up seemed to be perfectly fine. However, they received an internal error during the checkpoint verification phase of the femur: when they went to collect the femur checkpoint to verify. As soon as they collected the point, the screen on the 24 inch monitor went black and when it came back on, the screen presented an internal error on the case information screen. This brought them back to the bur option screen and they were able to proceed. No patient was involved. No other complications were reported.

Manufacturer narrative:
H3, h6: the cori console p/n rob10024 (B)(6) intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. An assessment of log files could not be completed because the appropriate log files were not attached. A functional evaluation was performed. A kpc test was performed and the test passed. The reported problem was confirmed. An "internal error" was presented during femur point collection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required.

Manufacturer narrative:
H3, h6: the cori console p/n rob10024 sn(B)(6) intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. An assessment of log files could not be completed because the appropriate log files were not attached. A functional evaluation was performed. A kpc test was performed and the test passed. The reported problem was confirmed. An "internal error" was presented during femur point collection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required.